Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and daily vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. The patient underwent 4 dilations to 15mm, 15mm, 17mm, and 17mm, and was given a medrol pak to treat dysphagia. Device explant due to severe dysphagia and daily vomiting occurred without issue on (B)(6) 2018. A dor fundoplication was performed at the time. Device was found in the correct position/geometry. It was noted that a "heavy capsule" was observed, and the device was "loose appearing".